Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included a new unopened device with all the components. The device was visually inspected and found to have been in unused condition. No damage or deformation with the returned device was identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy properly. Functional testing was performed by assembling a sheath and carrier tube. The device was set to the forward lock position and then engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy properly. The complaint was able to be confirmed for closure procedure complications. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted e3: occupation: rn. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had a left heart catheterization (lhc) with a drug-eluting stent (des) placement. The access was right femoral artery using ultrasound and micropuncture, then a 6 french pinnacle sheath was used. The angio-seal device was used for closure. The patient was sent home and then returned to the emergency department (ed) the following day with right groin pain. A computerized tomography (CT) diagnosed a small pseudoaneurysm. A duplex study the following day showed it had resolved. Additional information was received on (B)(6) 2023: the femoral stick done with ultrasound guidance and micro access kit, followed by a 6 french terumo sheath. The stick was in the safe zone. There were no issues with insertion, deployment, or withdrawal of the device. The patient was discharged home and returned to the ed the next day on (B)(6) 2023 with right groin pain. The ultrasound did not diagnose; however, a computerized tomography (CT) revealed a small pseudoaneurysm.